Event description:
It was reported that, "patient pulled top (4) screws of construct did not fail, removed (4) top screws, cut rod. Closed".

Manufacturer narrative:
It was reported there were 4 screws removed (did not fail). At this time there is not enough information to determine why the screws were removed. If additional information, additional medwatch forms may be filed. Additional information has been requested, and if made available. Will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.